Event description:
Information received with return of the explanted device notes that three days post implant, ventricular thresholds had increased. During intervention, blood was noted in the lead and it was replaced. The next day, ventricular thresholds had risen to 2.75v and a second intervention was required. Again, blood was noted in the lead. Therefore, a new lead and pulse generator were implanted with normal function. The patient was recovering.